Event description:
Ligasure blunt tip laparoscopic sealer/divider hand piece was in use inside pt's abdomen. The trigger was pulled to activate the device. When the trigger was released, the device did not open. The use of force was necessary to open device. The pt was not harmed. Devices will be returned only if mfrs provide prepaid shipping, packaging as per dot, or pick the item up. The details in the report is the extent to which we identify medications involved or pt contact.